Manufacturer narrative:
(B)(4). Correction: clarification: this is a report of an increased intra-peritoneal volume (iipv) event. Additional information: as the device was not returned, a device analysis cannot be completed. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. Based on the customer reported information, the cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 9-1 on page 9-10 for the recommended starting points when determining your optimal I-drain alarm volume." And table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with bypassing dwell 1 of 4 on the homechoice machine(hc). The home patient(hp) stated she forgot to drain the manual day fill and she wasn't sure if the hc did in the initial drain. The hp stated she is now getting some discomfort. The technical service representative(tsr) assisted the hp to bypass to drain 1 of 4 to drain out 3958ml. The hp requested to continue therapy in fill 2 of 4. The nurse was contacted on (B)(6) 2013. The nurse confirmed the patient's largest prescribed fill volume as 2000ml. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. The nurse was made aware of the home patient not draining out their manual fill. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4) the device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.